Manufacturer narrative:
(B)(4). The set came packaged in a biohazard bag. The set was contaminated with blood and solution. A baxter quality engineer evaluated a sample and during a visual inspection no defects were observed. The unit failed the pressure test at 8psi; the reported condition was confirmed. However it is unknown what may have caused this condition. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter quality engineer from (B)(4) reported that an extension set that failed a pressure test at 8psi since it leaked air. This condition was discovered during service; however since there was blood on the set, a patient was involved. There was no patient injury or medical intervention involved. No additional information is available.